Manufacturer narrative:
(B)(6). Investigation summary: a complaint of leakage due to a crack in the tubing was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no product will be returned per customer. No investigation was performed.

Event description:
It was reported that the gem v/nv 20dp ckv 2ss 117-in 20pk was cracked. The following information was provided by the initial reporter: we had a chemo spill occur with a patient¿s treatment of decitabine that caused over 100 ml fluid to be lost onto the floor of our infusion center ¿ it appears to have been some sort of small crack in the tubing where it connected to our chemo spike-port adaptor that allowed leakage to occur over the course of the patients treatment. It is unknown how much of the patient¿s treatment was actually administered so we were not able to book the patient to return and receive the remaining dose without risking adverse effects to the patient, instead having to hope they received enough to provide efficacy. Unfortunately we prime and prepare all our chemotherapy drugs in our chemotherapy IV preparation room within a hood, and all the supplies used get thrown in the hazardous waste, so we are unable to determine what lot number the tubing was from (we use a large number of bd alaris tubing sets per day and have rapid turnover of the supplies, so by the time we thought to investigate that we couldn't guarantee any lot numbers we had available for comparison would have been from the same lot that we prepared the drug with).